Event description:
It was reported the patient experienced weakness while walking that was assessed as moderate in severity. The patient was admitted to the hospital on two separate occasions where the physician assessed the event to be possibly related to stimulation, and not related to the procedure or device hardware. No further information has been provided despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: 7074865.

Manufacturer narrative:
Correction to the initial MDR in block g3.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient (a4012 vercise dbs dystonia registry) experienced weakness while walking that was assessed as moderate in severity. The patient was admitted to the hospital on two separate occasions where the physician assessed the event to be possibly related to stimulation, and not related to the procedure or device hardware. No further information has been provided despite good faith efforts. Additional information was received that the device was reprogrammed.

Event description:
It was reported the patient experienced weakness while walking that was assessed as moderate in severity. The patient was admitted to the hospital on two separate occasions where the physician assessed the event to be possibly related to stimulation, and not related to the procedure or device hardware. No further information has been provided despite good faith efforts. Additional information was received that the device was reprogrammed. Additional information was received that the weakness while walking was due to lumbar stenosis.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient (B)(6) vercise dbs dystonia registry) experienced weakness while walking that was assessed as moderate in severity. The patient was admitted to the hospital on two separate occasions where the physician assessed the event to be possibly related to stimulation, and not related to the procedure or device hardware. No further information has been provided despite good faith efforts. Additional information was received that the device was reprogrammed.